Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of unspecified injury in a male patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(4) 2010 via medical records. Upon neurologic assessment on (B)(6) 2005, the pt was felt to have some chronic progressive neurologic dysfunction characterized by peripheral neuropathy. On (B)(6) 2005, the pt was seen for a second neurologic opinion. The pt had identifiable problems with numbness in his feet and hands. In 1996, the pt had his last stomach surgery and had findings of severe folate deficiency and b12 and iron deficiency. The pt had been receiving b12 injections on and off since that time, but more reliable since the last six months. The pt was diagnosed with idiopathic peripheral neuropathy. On (B)(6) 2005, electromyography (emg)/nerve conduction studies revealed a primarily sensory neuropathy. A magnetic resonance imaging (MRI) of the brain and thoracic spine were normal. On (B)(6) 2005, the pt had an outpatient physical therapy eval. The pt reported that in (B)(6) 2004, he began to notice numbness and a tingling sensation in his upper and lower extremities, general weakness, and a decrease in his balance. Since that time, the pt's symptoms had continued to progress. The pt reported stumbling frequently and had fallen 3 to 4 times within the last six months. Past medical history included myelodysplasia syndrome, neuropathy, and malabsorption. On (B)(6) 2005, the physician was requesting a letter for disability, regarding the unlikely chance that the pt would recover from his condition. On (B)(6) 2005, the pt was using a straight cane due to his ataxic gait pattern. On (B)(6) 2005, the pt was seen in the neuromuscular clinic. The pt complained of about one year of distal numbness and gait ataxia which had been slowly progressive. The pt had an onset of difficulty walking and weakness in his lower extremities. He stated that he felt like he was walking on marbles and could not feel his feet under him. This continued symmetrically and went marched up his legs. He started using a cane and nine months ago (approx (B)(6) 2005) he had difficulty standing whenever he would close his eyes. The pt had recently become incontinent of bowel and bladder and had lost all sexual function. The pt was able to use his hands, but still felt he could not feel his hands perfectly. His wife noticed that his fingers move back and forth fluttering, but he was not aware of this and did not notice it. The pt used a wheelchair at home. The pt was recently diagnosed with myelodysplastic syndrome likely secondary to copper deficiency. The pt had profound copper deficiency. A year ago his copper was undetectable. Currently his copper was 30, which was still low. The pt had been receiving intravenous copper replacement for the last two months. Impression: sub-acute onset of gait ataxia with some mild weakness of upper motor neuron signs and dorsal column disease. The likely etiology was secondary to low copper. On (B)(6) 2007, the pt was put in a cam-walker due to his significant neuropathy and limited function as a result of that. The pt also had a moderate avulsed fragment of his medial malleolus. On (B)(6) 2007, the pt had satisfactory healing of the fracture and was given a prescription to be fitted with bilateral ankle foot orthoses (afos). On (B)(6) 2007, it was noted that the pt had fallen several times and fractured his leg. He had not fractured his pelvis. He fell two to three days ago and hit his ribs, but there was no fracture of the ribs. On (B)(6) 2008, the pt was diagnosed with osteoporosis. On (B)(6) 2008, the pt was treated with fosamax. On (B)(6) 2008, the pt was given a prescription for a power wheelchair. In (B)(6) 2008, the pt was treated for right buttock ulcers. On (B)(6) 2008, the pt was noted to have paraplegia secondary to intradural abscess or hemorrhage. The pt was dependent on total parenteral nutrition. On (B)(6) 2008, the pt was hospitalized for jejunal feeding tube placement. The pt also had problems with dysphagia. On (B)(6) 2008, the pt was noted to have vitamin d deficiency. The pt's copper deficiency was attributed to his known stomach surgeries due to gastritis and surgical malabsorption. On (B)(6) 2008, the pt complained of cramping and spasms of his legs. On (B)(6) 2009, it was noted that the pt had been unable to walk since his last hospitalization.